Event description:
It was reported that during a balloon angioplasty treatment procedure involving the superficial femoral artery (sfa), balloon deflation difficulties were encountered. The physician performed angioplasty of the sfa utilizing an ultra-thin sds balloon catheter. Following guidewire placement, he obtained lesion access via a contralateral approach with a 7f rabey introducer sheath. The ultra-thin sds balloon was 10cm past the tip of the sheath during inflation. The physician inflated the balloon under fluoroscopy and saw some balloon waist, so decided that the lesion was calcified and further inflated the balloon. When he attempted to deflate the balloon it would not deflate. After several unsuccessful attempts, the physician attempted to facilitate balloon deflation or balloon rupture by further inflating it to 28 atms, but the balloon still would not deflate. He was able to move about 1cm of the balloon (in its inflated state) into the long sheath. He utilized an amplatz ss guidewire and removed the sheath and balloon with the balloon inflated. The patient experienced significant pain during this event. The balloon showed signs of stretching. The physician used a new sheath and a blue max balloon to successfully predilate and stent the lesion. No patient injuries or complications were reported. Patient status is reported as "stable."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. A supplemental medwatch report will be filed when the analysis is complete.